Event description:
Device malfunction: disconnected inter-catheter. Time of malfunction: after deployment. Symptoms/ae: none. It was reported that the physician successfully deployed the stent in the superficial femoral artery, but when pulling the stent delivery system (sds) out found that the internal-catheter disconnected and was still on the wire. The physician then used his fingers to pull the catheter off of the steelcore wire. The physician then used another dynalink device that was deployed successfully, but when pulling the stent delivery system out found that the internal-catheter disconnected and was still on the wire. The physician again used his fingers to remove the internal-catheter off of the wire. The devices separated into two pieces. Once they separated they came off of the wire fine. The physician stated that there was nothing on the wire to cause the separation. Though requested, no additional information was available.

Manufacturer narrative:
The devices are expected to returned for evaluation. They have not yet been received. The second dynalink self expanding stent system is indicated in the event description and is being reported under the same manufacturer report number.